Manufacturer narrative:
3/10/16 follow up: additional information was requested; however, no additional information was obtained. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the camp nurse was unable to deliver a bolus due to insulin on board (iob). Customer's blood glucose level at time of report was not reported.